Manufacturer narrative:
Batch review performed on 14 october 2024 lot 2336375: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 2028-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.